Event description:
A report was received that the lead was producing high impedances after the patient had a fall. X-ray was taken and the result was normal with no lead migration but the physician suspected lead fracture due to the high impedances. The patient will undergo lead revision.

Manufacturer narrative:
Additional information was received that the patient underwent lead replacement. Device malfunction was suspected. The patient was reportedly doing well postoperatively.

Manufacturer narrative:
Update to the initial MDR in field f10 and h6. Sc-2218-50(sn: (B)(4)) device evaluation indicated that the lead passed the mechanical test performed. The complaint was confirmed. Visual inspection revealed the lead body had a pronounced kink approximately 18 cm from the distal end, where the lead appeared to have been sutured. All cables were broken/severed at this spot. The fractured site was 1 cm from the clik anchor setscrew mark. This appeared to have been caused by fatigue possibly coupled with postural changes/movements. The completely severed (none are exposed) cables were the reason for the high impedances observed. Sc-4316 (ln: 16570714) the anchor exhibited normal device characteristics.

Event description:
A report was received that the lead was producing high impedances after the patient had a fall. X-ray was taken and the result was normal with no lead migration but the physician suspected lead fracture due to the high impedances. The patient will undergo lead revision.

Event description:
A report was received that the lead was producing high impedances after the patient had a fall. X-ray was taken and the result was normal with no lead migration but the physician suspected lead fracture due to the high impedances. The patient will undergo lead revision.